Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test, customer inserted an new battery and received a button error alarm. Customer had gone boat kayaking and put the insulin pump in a dry compartment built into the kayak. Customer will go to the drugstore and get syringes. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive esc and act buttons due to corroded keypad traces. Unable to perform the operating current test or verify failed battery test due to unresponsive buttons. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.